Event description:
On (B)(4) 2013 the lay user/patient in the USA contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings. The patient obtained the blood glucose reading of 176 mg/dl on the reported meter and a reading of 88 mg/dl on another meter. Information regarding the time difference between the tests was not available. At the time of the call, the patient stated that they experienced symptoms of "hypoglycemia", but denied seeking any medical attention or treatment. There was no patient injury associated with this issue. However, as the test results fell outside expected values for accuracy testing, this complaint is being reported.